Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate shock during vt and one inappropriate treatment in response to CPR/motion artifact, tactile artifact, and electrode lead falloff. At 22:01:52 on (B)(6) 2022, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 170 bpm. The patient's post-shock rhythm was sinus tachycardia at 110 bpm. At 23:03:24, the patient's rhythm was sinus bradycardia at 35 bpm with CPR/motion artifact and electrode lead falloff. At 23:04:26, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact and electrode lead falloff. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion/tactile artifact and electrode lead falloff. The electrode belt was disconnected at 23:07:29. The patient passed away on (B)(6) 2022.